Manufacturer narrative:
Facility reported that the bolt connecting the hanger bar to the boom detached for an rpl450-2 patient lift. There was no harm to the patient. This issue is consistent with a previously investigated issue where it was discovered that the bolt can backout if the hanger bar swings back & forth with weight. The root cause of the bolt backing out was determined to be related to conflicting instructions in the manual and the unspecified torque specification of the bolt. The connection joint was redesigned to reduce friction, the lift scale connection point was redesigned, a torque specification was documented, and the user instructions were updated to clarify maintenance and replacement instructions. This device was manufactured by invacare suzhou in september 2015, prior to the design changes. Suzhou is no longer an active manufacturing site and invamex will be used as the manufacturing location for filing purposes. The lift is past its end of life of 8 years.

Event description:
While lifting a patient from the bed, the hanger bar on the rpl450-2 patient lift detached from the boom. In the process the bracket became bent, and the hanger bar fell onto the chest of the patient. The patient fell onto the bed. No injuries were reported or medical attention needed. This lift is used by multiple patients.